Manufacturer narrative:
Device evaluation of monitor was completed. The reported problem (cannot run d&t testing) was not confirmed. As receive the monitor passed incoming functionality testing without issue. However, during investigation of the monitor the front response button switch being contaminated. The cause of the inability to activate the monitor is the contaminated switch. The root cause of the contaminated switch is a liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor's response buttons were not functioning.